Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3889, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative regarding a trial patient who was using an external neuro stimulator (ens). It was noted that the patient¿s trial started on (B)(6). It was reported that the patient was at the hospital throwing up and with an infection from the leads. The patient also had some scarring, lacerations, severe stomach pain, and heartburn; they stated that everything was messed up. It was noted that the patient would be staying at the hospital. The next day the patient stated that they were sick, and had a 101 fever. It was noted that they seemed very confused and had a difficult time answering questions. On (B)(6) it was reported that the patient had pneumonia, and may have also had a heart attack. They were receiving lasik through IV, along with antibiotics and fluids. There were no device issues reported, and no further patient complications are anticipated or expected as a result of this event.